Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified one has fractured at the pointed tip end and not all the pieces were returned. The fractured piece is slightly bent at the end where the fracture occurred. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: assessment of imaging: single intraoperative image of the right foot demonstrates a k wire with an adjacent k wire fragment seen in between what appears to be the second and third metatarsal bases. Impressions: k wire fragment seen in between the bases of the second and third metatarsals. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 110007543, cann screw part thrd 4.0x28mm; lot#: unknown. Item#: 110007547, cann screw part thrd 4.0x32mm; lot#: unknown. Item#: 110007557, cann screw part thrd 4.0x42mm; lot#: unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgical procedure that the threaded part of item fractured in the patient's bone. The piece was retained by the patient.